Event description:
Complainant reports that the pump was started at 6 am and it was noticed at midday that the feed level in the bottle was still very high, the nurse checked that no one had accidently turned the pump off. Feed was delayed, no adverse event was experienced by the pt. Pump was taken out and replaced.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.